Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. The review of the lhr ((B)(4)) indicated that the mynx device met all established performance criteria prior to shipment.

Event description:
It was reported by an aci sales professional that a (B)(6) female patient who underwent a left heart catheterization procedure on (B)(6) 2009, developed a pseudoaneurysm. At the time of report, no other information was available. The procedural notes and patient chart were received by aci on (B)(6) 2009. Arterial access of the right femoral artery was obtained via a 5fr sheath. Angiograms taken pre-mynx deployment were unremarkable. The procedural report did not mention any complications during mynx procedure including any sign of pseudoaneurysm.